Event description:
It was reported that during routine follow up, high pacing threshold was observed. No anomalies were seen on fluoroscopy and all other measurements were stable. Lead will be monitored. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.